Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that after troubleshooting, the adapter cable was found to be bad and that the iabp unit was not the issue and working fine. The customer was provided with information to order a new cable by a getinge emergency support consultant. It is unknown if the iabp unit has been returned to use. A supplemental report will be submitted when additional information is provided. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a ¿no transducer¿ alarm. Several different cables were used in an attempt to reconnect with no success, and the patient was supported via the ECG. After the patient had been transferred from the cardiac catheterization lab (ccl) to the cicu, the customer reported that they were acquiring slave cables to slave the arterial pressure to the iabp unit. There was no patient harm; thus, no adverse event reported.

Manufacturer narrative:
The customer has advised that the iabp unit has been returned to use and no problems have occurred since being returned to use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a ¿no transducer¿ alarm. Several different cables were used in an attempt to reconnect with no success, and the patient was supported via the ECG. After the patient had been transferred from the cardiac catheterization lab (ccl) to the cicu, the customer reported that they were acquiring slave cables to slave the arterial pressure to the iabp unit. There was no patient harm; thus, no adverse event reported.